Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were not getting the results they would like and they were wondering if they should be reprogrammed. They said they noticed this about 6 month prior. The patient mentioned they had a couple of falls, one in june where they landed on their hip and got a gash in their head and one beforehand, they were wondering if it could be possible that something might have become dislodged. Therapy information and general programming guidance were reviewed several times. It was noted that the patient did not intend to follow-up with any healthcare provider. It was reviewed that if patient was concerned that something may have moved due to their falls that it would be recommended to schedule an appointment to have the device checked and to discuss with their physician the option of having imaging performed. Additional information was received. The patient was trying to reset it and they thought it was going good. They said that at the time if they moved about it hurt event if just sitting. They were on program 4 at 4.37v. They were saying stimulation was uncomfortable. It was suggested they decrease stimulation, they decreased to 3.5v, it was noted they noticed the stimulation was painful the day of the report. They wanted to know what the best setting was. Information was reviewed. The wanted to know the difference between programs, they were referred to their healthcare provider. The patient wanted to go back to program 2 from where they were, they switched on the call to program 2 at 7.2v. It was explained that was a high setting, the patient was asked if they felt stimulation and they said no, but they knew it was there. The had been on programs 2, 3, and 4 prior. They said they had never been on program 1. They wanted to change programs because it needed to be fine turned because they had some leakage. The switched to program 1 and increased to 5.2v. They said they were not feeling it in the correct area. They were feeling it in the buttocks. They then switched back to program 2 at 2.67v. They were instructed to leave it there for a couple of days and monitor symptoms. Patient services mentioned they saw the patient had a fall, they were told if they were not getting relief they should have the system checked by a healthcare provider. No further complications were reported or anticipated.